Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2014-04018 for the other associated device information. It was reported to boston scientific corporation that two zipwire guidewire were used during a stone retrieval procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip detached inside the patient exposing the tip of the metal core wire. The procedure was completed with another zipwire guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.